Event description:
During routine testing of the device at the service center, the user reported the hematocrit saturation probe failed the product specification test of +/- 12.5%. The monitor was originally returned for a standard reference sensor failure when the probe failure was found. Since this event occurred during routine testing of the device, there was no pt involvement during this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.